Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. UDI#: unknown; premarket (510k) number: unknown.

Event description:
It was reported that there was an issue with the cassette with the message without pump reservoir does not work. Additional information was received via email where it was reported by the patient's mother that the pump had an occlusion entry alarm which persisted even after turning the device off and then back on several times. Patient was advised to remove batteries and get to the hospital. The patient required hospitalization and the preparation of a new dose of medication, which was installed at 9:20 pm with supplies compatible with the standard equipment at the institution, thus 48 hours of medication was lost. The patient remained without receiving the medication for approximately 6 hours. No patient injury reported.